Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a homechoice device during dwell. The patient was connected to the homechoice at the time of the alarm. During troubleshooting, it was found that a supply bag disconnected without falling. The technical service representative assisted the patient in clearing the alarm and ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that a supply bag disconnecting without falling, which is a known cause of this alarm. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.